Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 09/2020.

Event description:
It was reported that some time post feeding device placement, the balloon allegedly had a leak. There was no reported patient injury.

Event description:
It was reported that some time post feeding device placement, the balloon allegedly had a leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, photos were provided for review. The investigation is inconclusive for fluid leak issue as the photos were not evident to show leakage on the balloon. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2020), g4, h6 (method: 4111). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one tri-funnel replacement gastrostomy tube 18f was returned for evaluation. Visual and functional evaluations were performed. One electronic photo was provided for review. The investigation is confirmed for balloon leakage issue based on the sample evaluation, as the balloon was inflated with approximately 20ml of water with an in-house syringe, the water leaked from the inflation luer immediately after the syringe was removed. Based on the provided photo, the investigation is inconclusive for the fluid leak as the photos were not evident to show leakage on the balloon. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 09/2020),g4. H11: h6(method and result). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post feeding device placement, the balloon allegedly had a leak. The procedure was completed using another device. There was no reported patient injury.